Event description:
The customer reported that, during an unspecified procedure, the coating of the tip knife wire was peeled off from the subject device when output for the first time. Another similar device was used to complete the procedure. Information was requested regarding whether the peeled coating separated from the subject device. There was no effect on the patient due to the event.

Manufacturer narrative:
Device manufacturer date: january 2022. The manufacture date cannot be identified since the subject device was not returned. The suspect device was not sent to olympus for evaluation because the customer disposed of it. The complaint investigation was based on investigations of similar complaints previously received. A review of the device history record found no deviations that could have caused or contributed to the peeled coating. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled because the slider was pushed more than needed causing the cutting wire to deflect. The deflected coated portion of the cutting wire and the metal part of the distal end of the endoscope came into contact when the forceps elevator was raised. The tube was then moved back and forth causing the metal part of the distal end of the endoscope to scratch the coated portion of the wire. As a result, the coated portion of the wire was slightly cracked. The cracked area of the coated portion was close to tissue or the endoscope. High frequency current was then conducted and an electrical discharge occurred at the close area causing the cutting wire to become hot instantly. This caused the coated portion to peel off. The coated portion may have fallen off due to that. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.